Manufacturer narrative:
Physio-control further evaluated the device and the cause of the reported issue was determined to be due to physical damage to the lug, which caused the white wire connector from the capacitor to the main pcb to become disconnected. This prevented te device from providing defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would beep, indicating its not ready for use. Upon further evaluation, physio-control observed that the device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed the white capacitor wire was disconnected from the pcb and the device was not able to deliver energy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would beep, indicating its not ready for use. Upon further evaluation, physio-control observed that the device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.